Manufacturer narrative:
A pdf file of the strip chart from the event was returned to zoll for evaluation. Our review of the data found that there was enough variability in the first and third analysis segments for the analysis program to have classified the overall analysis as shockable. Without the electronic clinical data the exact criteria used by the analysis program could not be firmly established. Based on our review of the available strip chart data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.